Event description:
It was reported that the patient experienced pain at the site of their implantable neurostimulator (ins). Reprogramming was attempted in the doctor¿s office by the nurse. The ins was then replaced and moved to a slightly higher position. On post-operative follow up visit, the patient¿s pain in the pocket was now resolved and was no longer sore. It was also noted that the patient was no longer ¿sitting¿ on the device in the new position. The patient was reported as doing great. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.

Event description:
It was later reported the patient's device was explanted on (B)(6) 2014 because the patient stated "device never has worked since my implant." The patient had pain at their battery site and only felt stimulation at one pin point spot near their battery site, on their outer butt check. It was state that the patient had poor therapy that never helped at the maximum amplitude due to poor lead placement. The patient had been running it ramped all the way up to 8.5 volts for weeks and the battery placement was also poor because they sat on the battery when they sat down. The patient wanted a whole new system since they knew it was poorly placed and they had been depleting the battery. Reportedly, the poor lead placement was noted intra-operatively for lateral and it was obviously not in s3. A new lead was placed with great motor response and when the implantable neurostimulator (ins) was connected high impedances were measured, greater than 4000 ohms, when the case was tested paired with all electrodes. A decision was made to replace the battery given the patient's history of pain and depletion. The reason for device removal was both therapy and device related. It was reported there was no patient injury and the patient recovered without sequelae. Additional information was also previously reported in regulatory report #3004209178-2014-21928 but now pertains to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0jp8w, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).